Event description:
It was reported that the pulse generator could not be interrogated. Attempts at verifying the ID and elective replacement indicator bytes were unsuccessful due to the inability to maintain telemetry. The surface ECG revealed a patient intrinsic rhythm of sinus bradycardia at approximately 50 bpm. The patient had been lost to follow-up and was hospitalized with limited history available. The patient elected not to have the device replaced.

Manufacturer narrative:
No medwatch form was received.